Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (fault while charging) was confirmed. Upon evaluation, the q1 current controlling transistor was internally shorted. The cause of the faults during charging is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A distributor contacted zoll to report that a patient's charger/modem was displaying a fault during charging.